Manufacturer narrative:
It was indicated that the controller will be returned to the manufacturer; however, it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. There is also a warning to switch to the back-up controller if there is a controller failure. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Product is in route.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed the occurrence of several critical battery alarms as well as several likely occurrences of premature power switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient was having critical battery alarms on side two (2) of the controller. The batteries had been replaced not that long ago so there was concern that the controller was the issue and the site replaced the controller. The patient tolerated the controller exchange with no issues. Preliminary log review confirmed one critical battery alarm.